Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 31st oct 2025, the user informed senseonics that the user's system showed results that were different from glucometer measurements. No specific examples were shared by the user, but the sensor showed variable glucose data and occasional sg/bg mismatch. The user was assisted with a sensor re-link on (B)(6) 2025, and the system was monitored for a few days. However, this did not resolve the issue. Based on the escalation analysis, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. Upon receipt, visual inspection revealed a portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. In-house functional testing of the sensor was inconclusive due to the damaged hydrogel over the optics. Review of the sensor data did not indicate any issue with the sensor's chemical performance. The potential root cause of the reported sensor inaccuracies may be associated with the in vivo condition of the sensor hydrogel during the reported timeframe. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 29 jan 2026. G3.date received by the manufacturer? 29 jan 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.